Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, lead, implanted: (B)(6) 2009; 5076-52, lead, implanted: (B)(6) 2010; d224trk, ICD, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary - a proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that all leads were to be extracted. The left ventricular (lv) lead was being extracted first. The lead was cut and tugged on but would not move as it was calcified to the superior vena cava (svc) with the three other leads and could not be removed. The lead was cut and left in the body. The right ventricular (rv) lead was then attempted to be removed. That lead was also calcified to all the other leads. The rv lead was cut and left in the body with a locking stylet on. The atrial lead was cut and prepared for extraction. The atrial lead had high pacing impedance, low high volt impedance, undersensing and a possible fracture. The extraction of the atrial lead was never attempted as complications from the procedure stopped the attempt. The lead was left in the body. During the attempt to free up the leads, the svc tore and the patient started to lose significant blood. The procedure was stopped and nothing else was attempted once the svc bleeding had stopped. The leads were extracted through a sternectomy at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.